Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 8637-40 neuro pump implanted (B)(6) 2009; 8731sc neuro catheter implanted (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient presented to the emergency room after receiving shocks at the gym while working out. The shocks were possibly for supra ventricular tachycardia (svt). Several ventricular tachycardia (vt) episodes with sudden onset were terminated via anti-tachycardia pacing (atp). Atp was not successful for an episode with gradual onset and two shocks were delivered. Just prior to the episode, the device withheld for svt. The device is still in use. No further patient complications have been reported as a result of this event.